Event description:
Account alleged siderail was not locking. No injuries reported.

Manufacturer narrative:
A hill-rom tech determined that the siderail was cracked, causing it to be inoperative. Siderail was replaced to resolve the issue.